Event description:
The customer reported that the unit is giving a low co2 rebreathing risk error message. The customer reported that the unit was in use on a patient. The unit swapped out with no patient harm reported. The customer contacted product support and stated the unit gave low co2 rebreathing risk error message. The customer reset unit settings to factory default and hooked the unit up to a test lung. The customer was still getting error message low leak co2 rebreathing risk. The product support verified customer's setup, verified whisper swivel is attached. Product support had the customer verify orientation of tubing coming off the flow sensor to the proximal port. Everything seems to be connected properly, the customer has the correct setup and was still getting the error message. Product support suggested to the customer to replace the data acquisition (da) board and if issues continue to replace the flow sensor assembly. The customer states he has a spare (da) board and will replace it and test and call back if needed. The biomedical engineer reported that the flow sensor was replaced to address the reported issue. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications.

Manufacturer narrative:
The gas deliver system (gds) was returned for failure investigation. Failure analysis on the returned gas deliver system (gds) determined that the defective u1 on the air flow sensor pcba created the low leak-co2 rebreathing risk error.